Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer did not observed any debris blocking the vents. After wiping the vents and waiting a few minutes, the alarm cleared. Customer's blood glucose level was within range (value not provided).